Manufacturer narrative:
Follow-up #1 date of submission 09/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok keypad button. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging tactile changes of the keypad and button unresponsiveness. The pump backlight stays even when the buttons are not being pressed and the menus are scrolling. In addition, the "up" button only responds intermittently. An issue of canceled bolus delivery was also observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.